Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high threshold and high impedance. The lead was capped and replaced and the patient was stable before, during and after.

Event description:
New information received indicates that a lead fracture was suspected. The lead was capped on (B)(6) 2019.